Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer over-corrected for a blood glucose (bg) of 383 mg/dl and bg lowered to 40 mg/dl. Customer entered the intended amount in the pump for the bolus; however, it ended up being too much insulin. Carbohydrates and glucagon were consumed to treat bg level. Additionally, the customer was transported by emergency services to the hospital emergency room (ER). A dextrose shot was administered to treat bg. Customer left the ER with a bg of 150 mg/dl. Recommendation was made for customer to discuss event with a healthcare provider.